Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why there is a gap between acoustic lens and ultrasound probe could not be determined. The following information is stated in the instructions for use (IFU): instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180. Important information ¿ please read before use warnings and cautions warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of forceps elevator lever, up/down knob cannot be locked securely, elevator channel plug is loose, due to damage on ultrasonic probe displayed ultrasound image is defective with missing elements, due to peeling of acoustic lens displayed ultrasound image is defective, due to damage on acoustic lens displayed ultrasound image is defective, acoustic lens is detached, adhesives around light guide lens has white-clouded area, adhesive on bending section cover has a crack, adhesive on the bending section cover is detached, and due to wear of angle wire bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.